Manufacturer narrative:
Product ID 3889-28, lot# v802377, implanted: 2011-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and a had a bladder infection since "last (B)(6)." The symptoms occurred following a fall in (B)(6) 2011. An appointment with the patient's urologist was scheduled for (B)(6) 2012. Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from her physician.